Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead dislodged post coronary artery bypass graft (CABG) procedure. The physician felt that the dislodgement was due to the CABG procedure.